Event description:
It was reported that multiple motor stalls were confirmed. Confirmed motor stall and motor stall recovery were recorded in the event logs of the pump. The pump had stalled in 2008, and recovered four days later. The pump had stalled again in the same month, and recovered the following month. No patient symptoms or outcome were reported. At the time of the report, the pump was explanted and replaced. Additional info has been requested from the hcp, but was not available as of the date of this report.